Manufacturer narrative:
Additional information received: it was clarified that the aortic cuff (B)(6) was implanted to treat a type IV endoleak involving the bifurcated stent graft (B)(6) . The type ib endoleak did not resolve immediately after implantation of the (B)(6) (sn (B)(6) limb in the right iliac during the index procedure, which was intended to treat the type ib endoleak associated with the (B)(6) (sn (B)(6) . However, it was confirmed that the type ib endoleak was no longer present at the 1-month follow-up. The sponsor assessed the endoleaks as related to the devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. An endurant cuff, etcf2525c49ee, was implanted during the index procedure to treat a reported type iiib endoleak. It was reported that during the index procedure a ib endoleak was observed in the right limb and an extension limb, etlw1616c124ee, was implanted to treat the ib endoleak. The sponsor assessed the ib endoleak as having a causal relationship to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.